Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that bg levels have stabilized. Customer adjusted meal bolus time and this seems to have resolved their issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 247 (mg/dl) since beginning pump therapy. Customer delivered a bolus to address bg levels. System check with tandem technical support indicated pump was performing as expected. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.